Manufacturer narrative:
Insulin pump had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unit had stripped battery cap coin slot (p), cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had battery cap issue. The customer¿s blood glucose level was unknown. The customer alleges pump was not able to remove the battery cap on the insulin pump. Customer states they were not able to remove the battery cap. The customer was advised to discontinue use of the pump if the battery is low. The customer was advised to monitor the pump closely if they continue use of the pump. The insulin pump will be returned for analysis.